Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was non-functional in a monitor and charger. Upon evaluation, the battery cells had output voltages of -0.025v, 4.183v, and 4.278v. The cause of the inability to power a monitor and charge is the low output voltage of -0.025v at one of the cells. The root cause of the low output voltage cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that the battery was unable to power on a monitor.